Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user informed that one of the cubies on the or core (surgery) failed and would not open, even after followed the recovery instructions. The affected cubie was completely removed and replaced with an empty cubie from the nomad pyxis. However, medications from surgery remained stuck inside the removed cubie, which would not open. The customer requested to retrieve the medications from this cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) walked the customer through removing drugs from bad cubie. Further the customer was able to find medications for patients. The system functioned as intended after the field service engineer guided the customer.